Event description:
It was reported by cardiologist to the sales rep, that the first time the md encountered an issue with the transradial access product, it was during a stem (segment elevation myocardial infarction). While in the cath lab the md inserted the aa-10607-1 via the pt's right radial artery. After the insertion of the sheath and during the procedure with the .035 spring wire guide (swg) inserted into the sheath, the md found that when he pulls back blood from the sideport, with the swg in the valve of the sheath, he pulls back lots of air. As a result, the md removed the swg to get the sample and then the pt presumably had radial artery spasm and md was not able to reintroduce the swg into the arm. They had to access the right groin for the remainder of the procedure. Per the md this is only a concern when obtaining a sample from the sideport. The md finds that the valve is pt and works fine during the case however, he feels it is not competent when a swg is up into the sheath. There was no reported pt death, injury or complications. There was a delay / interruption in therapy; however, the delay did not cause harm to the pt. Medical/ surgical intervention was not required. The outcome of the tp was okay. There were on adverse outcome or problems per the md.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.